Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. Based on available information, the reported device damaged by another device appears to be due to a combination of challenging patient anatomy (tethered leaflet) and procedural conditions (clip interaction). The reported incomplete coaptation (intraprocedure) appears to be a cascading event of the device damage caused by another device. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report that the clip got damaged by another clip and detached from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) (00513u169) was deployed without issue. A second cds (00325u168) was being deployed to better reduce the mr; however, while in the atrium adjusting the arm angle it was noted under fluoroscopy that the clip had interacted/bumped the first clip. The second clip was deployed. Twenty minutes after the second clip deployment, a flicker in the echocardiogram was noted. It was inspected and it was noted that the first implanted clip came off the posterior leaflet, a single leaflet device attachment (slda). In the physician's opinion it was thought the slda occurred due to the tethered leaflet and interaction with the second clip. There was no attempt to place another clip for stabilization as after the second clip, the gradient was at 4 mmhg. Two clips implanted, reducing mr to 2. No additional treatment was performed.